Event description:
It was reported the pump kept turning perpendicular in the patient¿s abdomen. The pump was difficult to fill and refills would take 45 minutes. At the time of the report the pump was being used to deliver fentanyl, clonidine, and morphine (unknown).

Manufacturer narrative:
Product ID 8711, serial# (B)(4); product type catheter. (B)(4).